Event description:
During a gastric bypass procedure, the device experienced lockouts or misfires while attempting to fire across the staple line. There was no reported pt consequence. During analysis, the device produced an incomplete staple line.